Manufacturer narrative:
The device was evaluated by zoll medical japan. The customer's report was not replicated or confirmed. The device was put through extensive testing including testing with a known good test battery and auxiliary power, bench handling, and defibrillator cycles without duplicating the customer's report. An internal inspection found no cable connection issues. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no ud: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.